Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, service history, trend reports, complaint searches, and product labeling. There was no patient sample provided to assist in the investigation. A review of the analyzer service history identified no contributing factors associated with the complaint. A search for similar complaints identified no additional complaints and no trends in the past 12 months. A review of the cell-dyn ruby system operator's manual states that results obtained on the cell-dyn ruby must be used with other clinical data and other diagnostic procedures. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Additionally, small sized blasts can be seen in acute lymphoid leukemia and to a lesser degree in acute myeloid leukemia. The small blasts with a very high nuclear to cytoplasmic ratio mimic mature lymphocytes during analysis. Based on the investigation no product deficiency was identified for the cell-dyn ruby instrument, list 08h67-01, list number: 55183bg. Section a. Patient information, 2. Age at time of event/date of birth: sid170045292501, patient (male), date of birth (B)(6) 1953; sid170056741501; sid170057124901; sid170059360301, patient (female), date of birth (B)(6) 1936.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer stated that the cell dyn ruby analyzer generated a falsely decreased wbc count on a patient sample compared to advia. Sid (B)(6) on (B)(6) 2017 cd ruby = 12.2 / 11.4 / advia wbc = 40.0u/l. The second patient (B)(6), had multiple samples tested from (B)(6) 2017 with hemoglobin (hgb) results 8.06 / 7.15 / 7.21 / 7.06 / 6.81 / 5.96 / 9.23 / 9.12 / 9.13 and platelet (plt) results: 14.4 / 13.9 / 18.7 / 30.3 / 29.9 / 25.5 / 24.6 / 24.3 / 25.4. There was no reported impact to patient management, as they were treated based on their conditions.